Manufacturer narrative:
The device is not returned as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral intraocular lens (iol) implants. But the right eye lens is planned to be removed on (B)(6) 2022 due to glare, blurry (cloudy) vision and light sensitivity with loss of 2 or more lines of bscva (best spectacle corrected visual acuity). It was indicated that both eyes are impacted and that the symptoms significantly interfere with patient's daily activity. No medical or surgical interventions were reported. No other information was provided. This report pertains to the patient's right eye. A separate report will be submitted for the left eye.

Manufacturer narrative:
Corrected data: upon further review it was noted that loss of 2 or more lines of bscva was not coded in h6: health effect clinical code (2138). Hence, this correction submission. Additional information: new information received that suspect lens in right eye, scheduled on (B)(6) 2022 did occur on that date. No adverse events, patient was in stable condition. Explanted product not being returned. Replacement lens same model as original lens. No other information was provided. Field below updated: section d6b: if explanted, give date: (B)(6) 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review it was missed to code for section h6: health effect impact code: explant in the 1st supplemental MDR. This follow-up MDR is to capture this code. Field below updated. Section h6: health effect impact code: explant . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.